Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. The customer obtained an unspecified low sensor reading compared to a reading obtained on a competitor brand meter, and experienced a loss of consciousness. The customer reportedly self-treated and there was no report of third-party intervention. No additional details were reported. There was no report of death or permanent injury associated with this event.